Event description:
During a coronary stenting treatment procedure, deployment and removal difficulties were encountered. The physician predilated the mid circumflex coronary artery lesion with a maverick 2.5/15 mm balloon. The pt was medicated with heparin and nitroglycerin. The physician advanced the express2 monorail 16/3.0 mm stent to the lesion, but the balloon would not deploy at 6 atms. Angiographically, he could see contrast dye leaking into the obtuse marginal branch. The physician thought that the proximal end of the stent may have been partially deployed and as the device was being pulled back, he thought that the stent may dislodge and embolize, so he decided to deploy the stent in the proximal circumflex. The balloon was inflated to 12 atms and the stent was successfully deployed. The physician was able to successfully treat the mid circumflex leson with a zeta stent. No pt injuries or complications were reported.